Manufacturer narrative:
An event regarding dislocation involving an unknown unitrax head was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: it's reported that the patient's hemi hip was revised to a total hip due to dislocation. The unitrax head was revised with the stem remained implanted. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revised a right hemi hip to a total hip due to dislocation. Accolade ii-127 sz 7, 56 unitrax head and +4 sleeve. Kept the stem.